Manufacturer narrative:
Occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The reporter complained of erroneous high inr results for 1 patient using 2 different strip lots with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. This medwatch will cover strip lot 32264211. Refer to medwatch with patient identifier (B)(6) for information on strip lot 33450012. The patient was initially tested using strip lot 33450012 and got a result of 5.5 inr. The patient was re-tested using strip lot 32264211 and got a result of 5.5 inr. Different fingers were used for the meter tests. The patient was tested at the laboratory within 1 hour with a result of 3.1 inr. The patient's therapeutic range is 2.0 - 3.0 inr. There was no allegation that an adverse event occurred. The patient is doing well. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.